Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that in feb, PICC had not been in place 24 hours yet and the x-ray showed the PICC tip was malpositioned but the external length was the same as on insertion. It was stated that in an attempted to fix it, it would kink every 5 cm. The device was removed and replaced.